Manufacturer narrative:
(B)(4).

Event description:
It was reported a post-operative MRI showed the patient¿s lead moved. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information reported the physician stated the comments were not linked to specific cases or patients and they had no further recollection on this event.